Event description:
During the implantation procedure, although the implanted lead was unipolar (model focus t43f, implanted in 1995), the physician tried to program polarities to bipolar configuration. However, the expected warning message "lead unipolar not possible to program" was not displayed.

Manufacturer narrative:
(B)(4): this event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. Method: review of the electronic data and files received. Conclusion: there was no warning associated to bipolar programming because the measured impedance in bipolar configuration was within expected range. Blood infiltration is suspected to be responsible for the low impedance measurements obtained in bipolar configuration. The unipolar ventricular lead was initially connected to an opus g 4624 (i.e. With 2 setscrews - one distal and one proximal setscrew); upon re-intervention, distal setscrew was unscrewed. But if ever proximal setscrew was not unscrewed, the silicone layer and leaktightness rings could have been damaged. Consequently, when connected to a new pacemaker, the leak tightness is no more ensured and blood infiltration can occur. As a result, normal impedance could be measured in bipolar pacing configuration. The risk related to this situation is the possibility to switch to bipolar pacing during a follow-up, thus leading to loss of pacing.